Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being without insulin after the ilet ran out and could not be refilled immediately. Upon reconnecting to the pump, the user¿s blood glucose was 422 mg/dl. The ilet alerted the user. On (B)(6) 2025, the user followed up to report that their blood glucose had decreased to 168 mg/dl after resuming therapy with the ilet, and they were feeling improved. No symptoms, external assistance, or medical intervention occurred.